Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received. Post-operative topographies do not look regular. Epithelial healing is not complete after one month and may require more time.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A sales representative reported topographies and visual acuities post-operatively are unsatisfactory. New information was received. Technical services checked the laser and found the beam profile was a bit too big. Laser did not display errors related to ablation profile, laser beam distribution or incorrect data entry. There are multiple related reports for this facility. This report addresses the patient three's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Clinical evaluation onsite could confirm that the patient experienced induced astigmatism post op myopic-astigmatic. The induced astigmatism tends to be on the horizontal axis. Based on the treatment reports reviewed on site, most of the patients were not fixating on the green light properly. A green laser beam serves as a fixation light for the patient. It is coaxial to the optical axis. The patient can see this light only in a small area based on the viewing angle and he must be the surgeon is expected to ensure that patient is concentrated on the fixation laser. The non-adherence to this requirement is identified at a minimum as a contributing factor. During review of the preoperative refraction it can be concluded that based on the measured data, the selected surgery data might not be appropriate to the patients eye condition. This is identified to be a second contributing factor. Onsite it was discovered that the air conditioning is directly flowing to the patient head, which has usually been switched off during treatment. This is identified as the third contributing factor and most likely root cause. The root cause could not be identified conclusively. The most likely root cause is the air condition not switched off during treatment. The measured preoperative refraction used for planning the treatment and the fact that most patients did not fixate the green fixation light properly, are identified to be contributing factors. The manufacturer internal reference number is: (B)(4).